Event description:
The customer reported that she passed out for approximately four hours due to low blood glucose levels, and woke up in the emergency room. The customer's blood glucose was so low that the paramedics couldn't get a reading. The customer stated that she had worn the insulin pump during an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer wanted to upgrade to a new insulin pump. Advised the customer that the local representative would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.